Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted. This is the 2nd of 2 reported implants for the same patient. Please reference 3011649314-2018-00149 (B)(4) for the 1st implant.

Event description:
It was reported that a hahn tapered implant failed to osseointegrate. The patient had pain and pus. There was bone loss. The implant site was infected. The implant was extracted 17 days after it was placed into the tooth # 13. The patient's symptoms have been relieved after implant's removal. The implant site has type 3 bone quality. The patient has no relevant pre-existing medical condition. The patient is reported as doing good. There was no abnormality with the implant.

Manufacturer narrative:
The device was returned and evaluated. Visual and microscopic inspections were performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no deviations, no defects, nor non-conformities were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence to suggest that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. The incident, "failure to osseointegrate", is a known common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Per provided information, the patient had type iii bone quality. Type iii bone is the bone with thin layer of cortical bone surrounding a core of dense trabecular bone. It has been shown that the quality and quantity of bone available at the implant site are very important factor in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Therefore, the patient's bone quality might have been a factor in the failed osseointegration of the implant. Although the root cause could not be explicitly determined, probable causes for failure to osseointegrate could be due to insufficient bone, poor bone quality or bone was too soft. This event will be tracked and trended.